Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos) that was isolated to during automatic lead impedance tests four times daily. The rv lead remains in use. No patient complications have been reported as a result of this event.